Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to water when the user went swimming without disconnecting from the insulin pump. The customer stated that she had gone swimming with the device for 5 to 10 minutes, and the device had been submerged. She stated that she tried to remove and reinsert the battery, but the insulin pump now vibrated. She observed visible fluid in the screen. The customer's blood glucose was 12 mmol/l. She noted that her blood glucose was high around noontime but advised that she had since corrected for the high blood glucose. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies, corroded keypad traces and corroded motor home switch. The insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratches on the lcd window and missing the end cap sticker.